Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with a shot of insulin. The product was not returned for analysis.

Manufacturer narrative:
The information provided in common name & product code was incorrect with the initial report. The correct information has been provided with this report.